Event description:
It was reported that the patient was in the operating room to have the lv (left ventricular) lead repositioned. After it was reconnected, lv lead impedance readings through the device were low, at 200 ohms. The atrial lead was tested in the lv port of the device and also showed low impedance. When the lv lead was plugged into the atrial port, the impedance was ok. The device was explanted and replaced. The new device displayed all normal values upon connection. No patient complications have been reported as a result of this event. Additional information was received reporting that the left ventricular lead was also explanted and replaced due to dislodgement and it could not be repositioned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found. No anomalies were found; full lead was returned for analysis. It was reported that the patient was in the operating room to have the lv (left ventricular) lead repositioned. After it was reconnected, lv lead impedance readings through the device were low, at 200 ohms. The atrial lead was tested in the lv port of the device and also showed low impedance. When the lv lead was plugged into the atrial port, the impedance was ok. The device was explanted and replaced. The new device displayed all normal values upon connection. No patient complications have been reported as a result of this event. Additional information was received reporting that the left ventricular lead was also explanted and replaced due to dislodgement and it could not be repositioned. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device operated according to specifications impedance, low.